Event description:
It was reported that the "keypad double taps and other times there is no keypad response."

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was observed that when any key on the keypad is selected, the "ac unplugged" / "ac plugged in" notifications were audible, with the absence of any "ac unplugged" or "ac plugged in" actions. It was also observed that the device did not lose power when the ac tones occurred. The keypad functionality was evaluated and was determined to perform according to specifications, and no keypad malfunctions was identified. Further evaluation resulted in a conclusion that the additional audio tones were a result of an improperly seated and secured back flex connector on the I/o processor board.